Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4410 - movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to patient, on 06/27/2026, the patient experienced symptoms such as stumbling, difficulty walking, and nearly losing consciousness. His partner was with him and called an ambulance at approximately 6:00 pm. The paramedics took a blood glucose (bg) which was 1.2 mmol/l. He was given a glucose jelly tube to raise his blood glucose level while being transported to (B)(6) hospital. The patient was admitted to the hospital for two days for monitoring. No information about the treatment provided at the hospital. At the time of the report the patient was fully recovered and was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.